Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1208 perceval heart valve at the time of manufacture and release.

Event description:
The manufacturer received following information through patient tracking department. Based on the information received, patient who was implanted a perceval sutureless aortic heart valve pvs21 on (B)(6) 2019, is undergoing tavr evaluation due to aortic stenosis. No further information is provided from the site at this time.